Event description:
Initial info was received from a physician on (B)(6) 2011, plus subsequent follow up: a (B)(6) female received 2 treatments with an unk dose of poly-l-lactic acid (sculptra aesthetic) (lot # and exp. Date unk), once in (B)(6) 2011 and the second in (B)(6) 2011 for the indication of wrinkles. The physician she said that the pt received sculptra aesthetic (volume unk) in her lower jaw area, marionette lines, cheeks, and around her nose. She stated that in (B)(6) 2011, large lumps (1-2 cm) that are soft/palpable (no inflammation or redness present) appeared "everywhere." She stated that the lumps appeared on "10 areas of her face," 5 on each side. She said that she treated the lumps with bacteriostatic water/massage on (B)(6) 2011 and kenalog injections/massage on (B)(6) 2011. She stated that the lumps have not resolved but are stable. Medical history and concomitant medications were not mentioned. No further relevant medical info reported. Additional info was received from product technical complaint ptc# (B)(4) on (B)(6) 2012: since no batch number was communicated, the documentation relevant to all the sculptra batches still on the u.s. Market up to (B)(6) 2011 and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked adn no anomalies linked to the event reported have been picked out. The verified batches were: batch a9029, batch a9030, batch a9033, batch a0034, batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of evaluation that is the complaint sample itself.